Event description:
Claimant alleges the left rejuvenate hip implanted on or about (B)(6) 2012 failed causing pain and elevated metal ion levels, which required revision surgery on (B)(6) 2013. The claimant died following revision on (B)(6) 2013. Decedent's estate, through counsel, demands compensation. Claimant resided in (B)(6).

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown rejuvenate modular stem. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Remains implanted.

Event description:
Claimant alleges the left rejuvenate hip implanted on or about (B)(6) 2012 failed causing pain and elevated metal ion levels, which required revision surgery on (B)(6) 2013. The claimant died following revision on (B)(6) 2013. Decedent's estate, through counsel, demands compensation. Claimant resided in (B)(6).

Manufacturer narrative:
An event regarding revision due to pain involving an unknown rejuvenate modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.